Manufacturer narrative:
B3: event date estimated to date of publication. E1: the study took place at 7 cardiac centers. The author's site was the (B)(6). Reporter phone number and email: (B)(6). Manufacturer's investigation conclusion: section a, d: specific patient information and device serial number are documented as unknown. Author citation: francica, a., et al. Corrigendum: five-year outcome after continuous flow lvad with full-magnetic (heartmate 3) versus hybrid levitation system (heartware): a propensity-score matched study from an all-comers multicentre registry. Transplant international, volume 36, article 10288. Published 09oct2023. The serial numbers or other identifying information of the products were not reported and were not able to be determined during the investigation. The current heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 outlines potential adverse events, including death, that may be associated with the use of heartmate 3 left ventricular assist system. A direct correlation between the heartmate 3 lvas (left ventricular assist system) and the reported patient outcomes cannot be conclusively determined through this evaluation. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article, "corrigendum: five-year outcome after continuous flow lvad with full-magnetic (heartmate 3) versus hybrid levitation system (heartware): a propensity-score matched study from an all-comers multicenter registry," that using a propensity-score matching analysis heartware ventricular assist device (hvad) patients were found to have a significantly lower 5 years of survival than patients with heartmate 3 (hm3). This article is a correction to a previously published article which had incorrectly transcribed the results of this study in the abstract and results sections. This study took place between 2010-2022 at 7 cardiac surgery centers. A total of 447 implanted patients were studied. From this total, 214 were hm3 patients and 233 were hvad patients. A propensity matched score (1:1) was then used to further breakdown the population to 260 patients; 130 hvad patients and 130 hm3 patients. The results showed the hm3 had a 64.1 % 5-year survival rate versus the hvad which had a 41.7% 5-year survival rate. Results also concluded there was a 90.5% freedom from hemorrhagic stroke in hm3 patients versus 70.1% freedom from hemorrhagic stroke in hvad patients. Lasty, the results showed that patients had a 98.5% freedom from pump thrombosis in hm3 patients versus 74.7% in hvad patients. The results suggested a more careful management be provided to patients supported by an hvad. Related MFR # 2916596-2024-00580.